Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of the peritonitis event was unknown. The patient was hospitalized for the peritonitis event. At the time of this report, hospitalization was ongoing. On an unreported date, the patient's pd catheter was removed as treatment for the peritonitis event. It was not reported if the patient was recovering or had recovered from the peritonitis event. Additional information was requested but is not available.

Manufacturer narrative:
(B)(4). It was reported that the patient was recovering from the peritonitis event. Should additional relevant information become available, a follow-up will be submitted.

Manufacturer narrative:
Complaint no: (B)(4). The device was not returned; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.